Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but was not duplicated. The assignable cause was a faulty motor. Additional: a service history review revealed that the device has not been serviced previously for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor with a condition of broken motor. It is unknown when this condition occurred. During the product evaluation at baxter it was discovered that a separated motor caused a constant alarm that had interrupted delivery. No patient involvement was reported. No additional information is available.